Event description:
A report was received that during a suction procedure the thumb valve disconnected from the catheter. No pt injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.